Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation of a stent. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed, and the procedure was completed using an alternate device. There were no patient complications and the patient has fully recovered.